Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxl 800 access instrument. A patient sample (a) was tested for accu tni and a result of 2.99ng/ml was obtained. The result was reported out of the lab. On the same day, a fresh sample (b) was collected from the patient and tested for accu tni; the result was 0.01ng/ml. The original sample was tested for accu tni on a different instrument in the customer's lab and the result was 0.11ng/ml. The customer then re-tested the original sample on the unicel dxl 800 access instrument for accu tni and the repeated result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. Last system check performed in 2007 was within specifications. No other results or assays were in question at this time. The specimens were collected in 7ml, plastic, serum separator tubes and centrifuged at 3,000 rpm for 10 minutes at ambient temperature. The customer stated there was no visible fibrin or hemolysis in the sample. The initial testing was done from a 2ml insert cup. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument and no hardware issues were noted. (There is no information why pm was performed). The fse verified the instrument performance per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.